Event description:
Ventilator in use in emergency room, was running on external power (plugged in). Momentarily, user saw smoke come out of the ventilator - but the ventilator kept ventilating. Assumedly, backup ventilation was then used. No injury to pt. No flame or fire, etc seen. External desktop 16 volt dc out (120 volt ac in) charger had been abused and tampered with. Ventilator's external charger was tampered with - was cracked on all four sides, actually had a hole in one side with a direct opening to the pcb. Also, the 16 volt dc carrying cord had been replaced by user. Over voltage/current surge zapped a ferrite on the main pcb of the ventilator, which caused the emanation of smoke.